Event description:
Caller reported that a malfunction occurred on the pump, specifically displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level. Technical support planned to replace the pump, but it was out of warranty, requiring further documentation for an out-of-warranty loaner pump.